Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they their pump was delivering insulin too quickly, causing low blood glucose on (B)(6) 2018, with blood glucose of 22 mg/dl at the time of the incident. The customer was at 343 mg/dl at the time of the call. The customer declined troubleshooting for the high. The customer changed the reservoir twice on the day of the incident. The customer believes that their pump was over delivering. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the low. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08700 inches. No over delivery anomalies noted. Unit was received with minor scratches on case and minor scratches on lcd window.